Event description:
The following has been reported: practice pump s/n (B)(6) in labor & delivery. No patient harm / not on patient. Nurse reports it is not holding settings. Programmed infusion and when put into shutdown to retain previous settings, it erases them. It was replicated. A review of the logs shows that programming was not retained after putting pump into standby mode. This has been identified to be an outbound database growth issue. Further investigation reveals that this is a software anomaly related to network status messages being improperly interpreted as failures and added to the outbound database for eventual transmission to ims. As these messages are (by design) to be resident on the lvp for 30 days, the logging of these messages (multiple times per second) causes the outbound database to grow such that it can prevent software downloads. Additionally, in extreme cases, it can cause the clinical application to freeze during an infusion. This issue was resolved in a sw update to version 5.9.1 on recall# z-1484-2024. Fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR submission as a conservative measure.